Event description:
Customer reported the unit had an o-ring failure. Patient reportedly desaturated. Hosp staff switched to the backup system and started manual ventilation with nitric oxide. Hosp staff reportedly heard a leak, and the unit was exchanged. Some of the staff in the room reportedly became dizzy from the smell of nitric oxide. There was no reported injury with patient or staff. Investigation/conclusion: no parts were returned to ge healthcare for investigation as the customer reportedly discarded the o-ring. Without the sample for investigation, the manufacturer and/or exact root cause of the reported complaint cannot be determined. The reporter's maintenance manual indicates the correct procedure to connect an no cylinder, how to check for leaks, and the appropriate action to take if a leak is detected.

Manufacturer narrative:
No parts were returned to ge healthcare for investigation as the customer reportedly discarded the o-ring. Without the sample for investigation, the manufacturer and/or exact root cause of the reported complaint cannot be determined.